Manufacturer narrative:
The e-200 was returned for failure analysis and the reported failure was confirmed, but not replicated. In the field system logs, the following error codes were confirmed: error code 25954 (error_esu_pgc_invalid_request) the energy controller on the electrosurgical unit (esu) called prometheus generator core (pgc) has received an invalid request from the prometheus unit controller, energy manager application, or some other entity. Error code 25903 (error_esu_prometheus_communication_warning) general advisory warning for prometheus indicating that there is a communication issue between the system and the esu. Error code 25917 (error_esu_comm) esu communication fault. Upon visual inspection, no issues were found that could be related to the reported event. The unit was integrated into a known-golden printed circuit assembly (pca) system, where it successfully powered on and established proper system connectivity. Diagnostics were checked and there were no system error logs found that could be related to the reported event. The unit was power cycled 10 times and left to idle for hours with no error messages observed. System drive testing was performed where both bipolar and monopolar ports consistently delivered energy throughout cautery testing. Presence of smoke and audible tone were verified. All port led lights were also confirmed to be within acceptable illumination. The unit was tested on functional test station 2 and functional test station 3 with both tests passing. The unit passed all required tests. As a result of this investigation, failure analysis was unable to identify the root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an e-200 error message indicating the e-200 was not detected. They rebooted the system, but the issue persisted. The customer was using their backup e-200 instead. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after switching to the backup e-200, the procedure was completed robotically without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200. The system was tested and verified as ready for use.